Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needles was found with a labeling error as "mixed product in one bag of syringes were found with two syringes with longer needles." There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needles was found with a labeling error as "mixed product in one bag of syringes were found with two syringes with longer needles." There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe without any packaging. Customer states that there was a mixed product in one bag of syringes, stated that there were two syringes with longer needles. No defects were observed on the returned syringe. A review of the device history record was completed for batch# 7198986. All inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [200706056, 200706546, 200706588, 200706666, 200706460, 200706665, 200706587] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for mixed product on lot # 7198986. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no packaging was returned with the sample. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needles was found with a labeling error as "mixed product in one bag of syringes were found with two syringes with longer needles." There was no report of exposure, injury, or medical intervention.